Event description:
It was reported that a patient using an ilet for two weeks experienced intermittent unresponsiveness of the device¿s wake/sleep button, predominantly on first use in the morning, with normal function the rest of the day and no effect on blood glucose control. Symptoms included no adverse health effects. Outcomes included no clinical impact, no alarms, and no hospitalization. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed that the device¿s wake/sleep button performance issue could not be reproduced during contact and that the device otherwise operated as intended. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to an intermittent, unverified hardware interaction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.